Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously low white blood cell (wbc) and erroneously high differential results were generated by two unicel dxh 800 coulter cellular analysis systems for one patient. Review of the data shows low wbc and high neutrophil and low lymphocyte results were generated by the first dxh instrument with flag for variant lymphocytes. The customer's second dxh instrument generated erroneously low neutrophil and high lymphocyte and basophil results without instrument flags. The customer performed a manual count prepared from the same sample as per the laboratory procedure. The customer viewed the slide and determined the wbc agglutination was evident and warmed the specimen before rerunning the specimen. No erroneous results were reported out of the laboratory. The third run with the warmed specimen was considered correct and the results were reported. The sample was collected in edta tube. Controls run before and after this event were within the specification and the instrument is currently performing within qc specification. Service was not dispatched for this event. This report documents the event on one of the customer's two dxh instruments. The event on the other instrument is documented in MDR#1061932-2012-02735.

Manufacturer narrative:
The cause of the event is unknown. The instructions for use of the the unicel dxh 800 coulter cellular analysis system has the following statement regarding the limitations of the dxh800 instruments: misleading results can occur if the specimen has nrbcs, giant platelets, platelet clumps, malarial parasites, precipitated elevated proteins, cryoglobulin, microlymphoblasts, very small lymphocytes, fragmented white cells, agglutinated white cells, lyse resistant red cells, or unlysed particles > 35 fl in size.